Manufacturer narrative:
(B)(4). Evaluation: results: (endoleak), (50 degrees anterior-posteriorly, and change in the vessel diameter from 19 mm in diameter at the renal arteries and then enlarged to 22-25 mm in diameter 2 cm below). Conclusion: (50 degrees anterior-posteriorly, and change in the vessel diameter from 19 mm in diameter at the renal arteries and then enlarged to 22-25 mm in diameter 2 cm below).

Event description:
A talent stent graft system was implanted in a patient for the endovascular treatment of a 5 cm abdominal aortic aneurysm approximately 4 months ago. The aortic neck was angulated 50 degrees anterior-posteriorly, was 2 cm long, and 19 mm in diameter at the renal arteries and then enlarged to 22-25 mm in diameter 2 cm below. Access vessels and common iliac arteries were small, and vessels had mild calcification. It was reported that the talent bifurcated stent graft was placed right at the renal arteries. Final angiogram revealed a proximal type I endoleak. Although the graft was ballooned 4 different times, the endoleak diminished but never was completely resolved. The physician did not intervene any further, because the leak was only present in the one part of the proximal aorta, and there was no evidence of sac perfusion at the time of implant. It was reported that four months post stent graft implantation, the physician implanted an aneurx aortic cuff stent graft and the endoleak resolved. No clinical sequelae were reported, and the patient is fine.